Event description:
Attorney reported: in 2006 - pt was implanted with a composix kugel mesh to repair a ventral hernia. After implantation, pt suffered adhesions with the abdominal contents to the posterior portion of the mesh, causing severe pain at the mesh site and a recurrent hernia requiring explanation of the mesh. "On info and belief, the mesh concretized and/or delaminated" causing pt's severe pain. In early 2007 - pt's defective mesh required explantation.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While both recurrence and adhesions are known adverse events that are listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.